Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 14.91 pg/ml. The sample was repeated on the same analyzer on (B)(6) 2020, resulting with a value of < 3.00 pg/ml accompanied by a data flag. The sample was also repeated on a cobas e 411 immunoassay analyzer on (B)(6) 2020, resulting with a value of < 3.00 pg/ml accompanied by a data flag. The troponin t reagent lot number was 3815470, with an expiration date of (B)(6) 2020.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2020. The signal for the first calibrator level was lower than expected and the signal for the second calibrator level was higher than expected. One level of quality control was outside of range. No issues were identified during a review of the alarm trace data. The investigation could not identify a product problem. The cause of the event could not be determined.